Event description:
The customer reported that he was using an insulin pump that did not belong to him. The customer stated that his insulin pump wasn't working, so he began using the current device while on vacation. Customer reported that the device had an error alarm when he tried to load a reservoir. The call was disconnected and no further information could be obtained. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.